Event description:
A customer reported a malfunction on their pump, which included a dark screen that would not turn on. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer successfully reset the pump, and it displayed the malfunction code, which was resettable. After the reset, the same malfunction code did not recur. Technical support instructed the customer to use the pump and advised them to call back if any future issues arise, and the customer acknowledged the instructions.